Event description:
Technical event: 231008 (o2 valve leak).

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. This issue is deemed a reportable event since the malfunction 'technical event:231008' due to leaky o2 valve can lead to a delay in the therapy since the ventilator cannot be used. A new ventilator needs to be prepared. The root cause of the ventilator to alarm with "technical event:231008" was a malfunction of the o2 mixer valve causing a leak. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for treatment or diagnosis. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.